Manufacturer narrative:
The customer¿s report of the infusion continuing to flow after the pump was turned off was confirmed. Functional testing found the pump module to be delivering fluid within specification. Functional testing confirmed backflow from the secondary to the primary indicating a faulty check valve, which would give the appearance of the infusion continuing when the pump was turned off. The probable cause of the reported event is a faulty check valve.

Event description:
The customer reported that an infusion of antibiotics was programmed to infuse at 50ml/hr and the rn heard noise coming from the module on the right side (channel ¿b¿) of the pcu. The rn shut off the right pump (channel ¿b¿) and noticed the ivf on channel ¿a¿ was infusing even though the channel was in the off mode. The pump and tubing were replaced and the IV was infusing appropriately after these measures. There was no report of patent harm.